Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that reactive hbsag qualitative ii results were generated for 2 patients. Architect hbsag qualitative ii confirmatory testing was performed and the (B)(6) results were confirmed (B)(6). Sid: (B)(6): (B)(6), neutralization, (B)(6). Additional parameters: (B)(6). Sid: (B)(6): (B)(6), neutralization, (B)(6). Additional parameters: (B)(6). Testing using an alternate hbsag method was (B)(6) (no specific data provided). No adverse impact to patient management was reported.

Manufacturer narrative:
For the architect hbsag qualitative ii confirmatory assay, testing of negative panels which mimic patient samples was performed using retained samples of lot 82143fn00. All specifications were met indicating that the lot is performing acceptably. No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.